Manufacturer narrative:
(B)(4). The customer reported the unit to fail to recognize the battery in compartment b due to broken pins on the battery pca. Philips verified the failure. The battery pca was replaced to resolve this failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported the unit to fail to recognize the battery in compartment b due to broken pins on the battery pca.